Manufacturer narrative:
Initial.

Event description:
It was reported that while changing supplies and priming, the user performed multiple ¿press and hold¿ attempts and advanced a total of approximately (B)(4) units without observing drops, noted insulin leaking from the cartridge chamber when the cartridge was removed, replaced the infusion set and tubing multiple times, and subsequently achieved visible drops and successful connection; the reported device issue aligns with a leaking cartridge, with the affected lot provided. No adverse clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to further characterize a device problem or identify a specific component beyond the reported cartridge leak. It was concluded, based on previously established findings for similar reports, that the cause was not established.